Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient couldn't recharge the ins and the controller was blank and not responding. The patient mentioned when they tried to recharge the ins, they got no device found. During the call patient took out the li battery pack; the patient connect the ac power supply to wall outlet and confirmed there was a green light. Patient connected the ac power supply to controller and confirmed the controller did turned on. The patient reinserted the li battery pack to and confirmed there was a green flashing light. Now the patient tried to recharge the ins but got no device found. They confirmed it's been a week since they recharge the ins. Agent had the patient to initiate passive recharge and the middle number was jumping around from 0 and 100. The patient mentioned that the cord of the recharge was getting hot. The issue was not resolved. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and said the zipper case didn't have anything in it. Reviewed where to find it, and patient then found recharger. Patient says controller is blank. They plugged in ac power cord and controller came on and it tried to connect to implant and said no device found. Patient will charge up controller and will then charge implant and will call pats back if any issues.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6) found electrical failure - no device found message. White arrow rubbing off. This does not impact the functionality of the recharger. Record the two values the number high (00) the number low (00). Failed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.